Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was used in a peg procedure one month prior. According to the complainant, the device was found to be outside the body. The following month, the balloon had 6ml water, but had only 1ml on the event date. The device placement was completed with a second low profile gastrostomy device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.